Event description:
The report is from the (B)(4) study. The patient was a white female with a history of hyperlipidemia, coronary artery disease, and hypertension. The target lesion was the ostium of the left internal carotid artery. Lesion length was 10mm and diameter was 6mm. The lesion was moderately calcified and severely tortuous. Pre-procedure stenosis was 90%. The lesion was pre-dilated. A precise rx 8 x 30 mm stent was deployed in the target lesion. An angioguard rx size 6 was successfully deployed and retrieved during the procedure. The patient had aphasia when she got into the sicu, and it went away. Then returned. CT done without evidence for cva. She was placed on a heparin drip after the CT showed no acute bleed. The patient was discharged 2 days later.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion or dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.